Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased act buttons dome switch. No unlocked lcd keypad connector noted. All operating currents are within specifications and passed functional testing including a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for three days and no display anomaly or missing full segment. Also, no a21 and low reservoir alarm during our testing noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 13mmol/l. The customer was advised to insert new battery and display did not return. The customer agreed to replace the insulin pump.